Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left chest/abdominal movement after implant. It was noted it was likely diaphragmatic stimulation and phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed with no stimulation noted. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.